Manufacturer narrative:
Patient information was refused from the site. Other relevant device(s) are: 9734252 vertek arm ii. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a cranial resection procedure. It was reported that the articulating arm's joints do not fix. There was no delay in the procedure and no impact on patient outcome.